Event description:
It was reported that the boss of a clip was found already broken during a laparoscopic nephrectomy. Therefore, a new unit was opened instead.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok xl clips 6/cart 84/box lot# 73h1700076 was manufactured on 08/07/2017 a total of (B)(4) pieces. Lot was released on 08/10/2017. DHR investigation did not show issues related to complaint. The customer returned the cartridge and two loose clips from unit 544250 hemolok xl clips 6/cart 84/box for investigation. The lid stock was also returned. The cartridge and clips were visually examined with and without magnification. Visual examination revealed that one of the loose clips had its pierced bosses broken off. The other loose clip was intact with no damages observed. The cartridge was returned with the broken pierced bosses inside along with four intact clips remaining in it. R & d engineering was consulted. According to r & d, the observed damage to the broken clip is consistent with improper loading of the clips (possibly loading with the applier at a severe angle) or with using damaged appliers. The appliers were not returned. Functional inspection was performed on the returned clips. A lab inventory clip applier was used. All four clips remaining in the ca rtridge and the loose clip that was intact were tested. Upon functional inspection, all clips were able to properly load into the appliers and were successfully applied to over-stressed surgical tubing. No issues were found with any of the intact clips that were returned. The IFU for this product, 220002422, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clip indicates that unintentional user error caused or contributed to this event. The reported complaint of "broken/detached parts - clip - boss" was confirmed based upon the sample received. Two loose clips were returned and one of them had its pierced bosses broken off. The broken pierced bosses were returned inside of the cartridge along with four intact clips. Upon functional inspection, all the intact clips that were returned were able to properly load and were successfully applied to over-stressed surgical tubing. R & d engineering ran further tests on the returned clip. No dimensional issues were observed with the clip. According to r & d, the observed damage to the broken clip is consistent with improper loading of the clips (possibly loading with the applier at a severe angle) or with using damaged appliers. It is unknown how the returned clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Manufacturer narrative:
Qn#: (B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the boss of a clip was found already broken during a laparoscopic nephrectomy. Therefore, a new unit was opened instead.